Event description:
It was reported via clinic notes received that the vns patient has been experiencing sleep apnea. The relationship of the patient's sleep apnea to vns therapy is unknown at this time. Attempts for further information have been unsuccessful to date.